Manufacturer narrative:
No pt injury nor medical intervention was reported. When eval the device, the field tech found the access pressure pod was filled with blood from a previous treatment. The access pressure pod was replaced and calibrated. A simulated treatment was performed.